Event description:
It was reported that during a scheduled device change, noise was noted on the atrial lead. The noise was reproducible with arm movements. Also, acceptable lead impedance variation was observed. The physician capped and replaced the atrial lead on (B)(6) 2017. The patient was stable.